Manufacturer narrative:
At the time of original contact on (B)(6) 2018, the customer did not have her breast pump with her, so customer service requested that she call back when she had her pump so that they could complete troubleshooting. At that time, the customer indicated that the breast pump was a gift and was given to her without a box. The customer contacted medela llc again on 09/05/2018, alleging that the medela breast pump was still not working correctly, even after she had replaced some of the breast pump kit parts. The call was disconnected during troubleshooting. She also emailed customer service on the same day, alleging that she had the pump in style breast pump, but that it was given to her in a freestyle box, even though she had indicated previously that the pump was given to her without a box. She additionally alleged the breast pump was not pumping effectively (it was "like the machine was working overtime") and it was hurting her breasts. The customer contacted medela llc again on 09/06/2018, alleging that the pump had completely stopped working. During troubleshooting, the description of the pump provided by the customer identified the pump as an insurance-provided pump in style breast pump, which is not available through the retail channel. Possible second hand use was identified by customer service and return of the customer's breast pump was requested for testing/evaluation, which the customer refused. In follow up with a complaint handler on 09/07/2018, the customer alleged that she developed thrush and mastitis because she was not able to pump adequately, was prescribed an antibiotic for the mastitis, and medication for the thrush. She additionally indicated she was now renting a medela symphony breast pump and the pain was not resolved. The customer provided a serial number and lot number for the pump in style, which identified the pump as a retail version of that breast pump, but that contradicted the original description of the breast pump the customer provided on 09/06/2018. The customer was contacted multiple times by a complaint handler, requesting that she agree to be referred to medela clinical staff, since she had indicated her pain was not resolved. In follow up with a complaint handler on 09/12/2018, the customer clarified that she did not have a problem with the symphony and indicated she did not need any assistance. Additionally, she requested no further contact. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Additionally, it cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; (insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that her medela breast pump (unknown model) had suction issues.